Event description:
A female had 1 procedure for cosmetic use of sculptra (poly-l-lactic acid) in 2005. A few weeks later, she had papules under her eyes where she had been treated with sculptra. She had approx 10 papules. Treatment including massaging the area. This event was ongoing. No add'l info was provided.

Manufacturer narrative:
Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches. The review of the DHR and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. As reported in the leaflet, this kind of events (papules, nodules, granuloma, lumps, bumps, edema, bruising, inflammation, swelling, etc.) Represents the most common side effects with the use of sculptra. This kind of event could be related to the over correction. The duration and the treatment recommendations for the bumps are not known from the leaflets. However, in the leaflet is also specified that safety and effectiveness of the treatment in the periorbital area have not been established (at section "precaution"). In addition, as reported in the leaflet for european market, the over-correction should be avoided, especially in the peri-orbital and peri-oral areas. Do not inject into the red area of the lip. Sculptra should be used in the deep dermisor subcutaneous layer. Avoid superficial injection. In any case, the investigation results show that this kind of event isn't batch related. At any rate, we recommend to address this kind of event to the medical affairs unit for their eval. Conclusion: related to product. Addendum for f/u rec'd 9/12/06: medwatch and reply form rec'd from physician, upgrading this case to serious. The physician indicated the event required intervention to prevent permanent impairment/damage. However, he did not describe the intervention that was taken. Add'l concomitant medication includes alendronate sodium (fosamax). Poly-l-lactic acid (sculptra) lot number is a4001 and exp date is 9/2006. He reports that the event is ongoing. Physician's assessment of causal relationship: possible. Add'l info was rec'd on 10/25/06: the physician reported the intervention consisted of 2 rounds of treatment with triamcinolone acetonide (kenalog) and 5-fu (fluorouracil) injections. The pt has had no improvement in her symptoms and is scheduled to undergo excision of the granuloma